Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported poor communication screen on the patient programmer. The patient stated patient programmer (pp) worked at first, but then stopped working. The patient saw a low battery screen on the programmer. The patient reported they used heavy duty batteries. It was noted the patient was not recently implanted or had a revision and the antenna was used. The patient secured the antenna and synced with the implantable neurostimulator (ins) and the reported issue was resolved. The patient confirmed stimulation was turned on at 3.7 on program 1. The patient stated he cant feel his ins if he palpates on his back, cant feel the incision and was concerned the ins may have moved. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.